Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of power_vbus_dropped and 207 hard_power_fail is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo ventilator was returned to the third-party service center for fsn 2024-cc-src-013. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device error codes in relation to power_vbus_dropped and 207 hard_power_fail were recorded in the device event log. There was no issue detected and the device did not present a specific failure mode during functional testing. Additionally, during the service of the device, the flow sensor was replaced per the requirements for fsn 2024-cc-src-013. The technician confirmed the presence of heavy dirt in the device. The software was upgraded. Additional components were replaced due to maintenance.